Manufacturer narrative:
Image storage was recreated. It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low disk space error was reported, and image storage was recreated on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.